Manufacturer narrative:
This mattress was manufactured on (B)(4) 05 and was in use for over 5 years and beyond our 2 year warranty. This is the only complaint we have had of this nature, from this material, so it is believed to be an isolated incident. After receiving the sample, we were able to confirm that 10 of the spot welds in the cover had separated causing surface bubbles. These air pockets are small and we could not reproduce the falling out of bed effect. This cover was produced by a previous supplier; however, our current supplier has helped with root cause analysis. We did confirm that the failure was a separation of the weld rather than a tear. This is important because it confirms that the failure was due to a poor weld (not enough dwell time or pressure). The tensile strength data from various welds within the cover vary from 4.7 - 11.7 (spot welds) and 30 - 49 psi (perimeter welds). Six of the 10 samples (within cover) "peeled" instead of tore. Based on this data, and no other complaints, we believe this is an isolated incident. Even though we have a new supplier, and audit was performed on 06/16/10 to ensure their process controls and testing methods are working properly. No peeling (or separating) is allowed in their process and the tensile strength must be >8.5 psi. Their test data confirms they are well above this level. Our troubleshooting guide has been updated in our owner's manual to include this potential problem. If any billows are noticed, the user is instructed to "turn air flow off, and call span-america for replacement cover."

Event description:
Reported that the patient fell from bed while on this mattress.